Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the distal portion of the balloon became separated from the shaft as the catheter was removed. It was retrieved from the guide catheter outside of the pt. Pt status is listed as "okay".